Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the host pc cannot start up. Upon troubleshooting, the fse found that the hard disk had a contact problem in the host pc. As a part of troubleshooting, the fse cleaned the host pc and reconnected the operating system (os) disk. After the functional checks, the system was returned to use in good working order. The codes were updated based on the investigation outcome.